Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that, during the rescue, the patient was connected to the cardiac conductance line. The display of the defibrillator showed no electrical data, indicating that the lead had fallen off. The lead cable was faulty, and the equipment department of the hospital replaced the lead cable and the equipment returned to normal, without any injury. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by market submitter with an investigation documented by philips complaint handling. Analysis was performed by customer only and we were unable to obtain the details of the analysis. Based on the information provided by customer, it was determined that the product has malfunctioned, and the cause of the reported problem was the defective ECG lead trunk cable. The issue was resolved by replacing the ECG lead trunk cable and the product is back in service.

Event description:
Philips received a complaint on dfm100 indicating that there is no ECG waveform during use. During the rescue, the patient was connected to the ECG lead, display did not show ECG monitoring data and report "ECG signal loss". Customer immediately changed another device to monitor. There was no harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.